Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery. "The surgeon would like to replace the current talus implant with an incompass talus and also swap the poly."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.